Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
It was reported to philips that the device had touchscreen issues including delayed button sensitivity. The device was not in clinical use at the time of the event. This issue was found when setting the unit up for service. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. A good faith effort was made to the customer who stated the service call for a philips field service engineer (fse) was cancelled. The customer stated that the philips sales representative will be providing the customer with a replacement device and this one will be considered as an out of box failure/defect on arrival.